Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01535. This report is being submitted as additional information the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 20 days. The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. The patient remained ongoing on vad support until they experienced a large intracranial hemorrhage on (B)(6) 2018 and care was withdrawn (reference MFR # 2916596-2018-02602 for the expiration). Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a hemorrhagic stroke. The afternoon of (B)(6) 2018, the patient developed headache and then had confusion, nausea, and vomiting during the night. On (B)(6) 2018 at 0613 the patient arrived at the emergency department. Anticoagulants at the time of the event were aspirin and warfarin. Anticoagulation was held. CT scan found pericranial bleed. The patient reportedly did not have any motor or sensory defects and was admitted to the neuro intensive care unit (ICU) with an inr of 2.5. Vitamin k, fresh frozen plasma (ffp), prothrombin, and platelets were given. Serial CT scans showed worsening bleed and midline shift. The patient was taken to the operating room and hemicraneicraiectony hematoma was evacuated. The patient returned to the neuro ICU intubated. On (B)(6) 2018 the patient opened eyes to voice. The patient did not obey commands but did move all extremities. For seizure prevention, keppra 1 gn twice per day (bid) was started. Hypertonic therapy continued from emergency department; at admission na was 129 and on (B)(6) 2018 was 146. On (B)(6) 2018, CT scan found residual blood in evacuation bed and minimal midline right shift. The patient was extubated on an unspecified date, and was following simple commands, was verbal, and moved all extremities well (maew).

Event description:
As of (B)(6) 2018 patient continues to improve neurologically, slowly. Patient is out of bed and into a chair and has also began an oral diet on (B)(6) 2019, prepping for rehab admission. On (B)(6) 2018 patient reported having spontaneous left temporoparietal itch when international normalized ratio (inr) 2.46. Current inr goal 2.5-3.5 due to mechanical mv. Currently aspirin on hold. Plan is to discharge the patient to erh when inr therapeutic. Assessment, noted surgical site is open to air and appears to be healing, left side the skull is soft, not tender to touch but patient complained of pain around his head of 8/10 . Received pain medication rehab orientation completed. On (B)(6) 2018 course in rehab showed increase in patient strength. Requires help with activities of daily living to use helmet when up. Discharged home. On going at end of study visit. No further information provided.